Manufacturer narrative:
This is a final report. The customer returned meter and test strip lot number 0901503. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported of 70 m/dl was found in the internal memory log of the meter and a reading of 214 mg/dl was found, but these readings were not done in 10 minutes.

Event description:
The customer reported receiving readings of 225 mg/dl and 70 mg/dl on their freestyle freedom meter. The customer experienced dizziness and a loss of consciousness. The paramedics were called and treated the customer with unk intravenous fluids. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.